Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex (cx) artery with mild calcification and mild tortuosity. The 3.5x28mm xience sierra stent delivery system (sds) failed to cross the lesion. It was noted that the distal part of the stent was fractured upon removal. There was no device interaction and there were no other device issues noted such as stent dislodgement and or separation. Another same size xience sierra sds was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In this case, it is possible the device interacted with the mildly calcified, mildly tortuous lesion during advancement, resulting in the reported failure to advance. Further interaction with the challenging anatomy during retraction of the device may have contributed to the reported material deformation (stent damage); however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex (cx) artery with mild calcification and mild tortuosity. The 3.5x28mm xience sierra stent delivery system (sds) failed to cross the lesion. It was noted that the distal part of the stent was fractured upon removal. There was no device interaction and there were no other device issues noted such as stent dislodgement and or separation. Another same size xience sierra sds was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified the struts were flared and bent. The account confirmed the flared struts. No additional information was provided.